Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03615, 0001822565-2016-03616, 0001822565-2016-03618, 0001822565-2016-03619.

Event description:
It was reported that product was fractured for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of provisional stemmed tibial identifies nicks and gouges cracked in places. Surgical notes were not provided. The root cause is due to repeated use and sterilizations of the instruments over their successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.